Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es was down and required software update. The customer stated that user received a software update message in the middle of surgery. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device required a software update. A technical support specialist (tss) dialed into the station, rebooted the station as instructed, checked the windows server update services compliance of the station, and confirmed it was wsus compliant. The tss also checked the operating system update history of the station and installed the recent operating system updates. The station had the operating system patches up to date. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es was down and required software update. The customer stated that user received a software update message in the middle of surgery. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.